Event description:
It was reported that the needle 25x7/8 rb experienced foreign matter contamination.

Manufacturer narrative:
Investigation: one sample and two photos were received for evaluation. One sample was received. It has white epoxy drip over at the needle tip, therefore failure mode is verified. The photos show the same failure. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25x7/8 rb experienced foreign matter contamination.